Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error and unexpected restart. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was unknown at the time of the incident. A temp basal programmed prior to the alarm, insulin pump was not stored or not in used for an extended period of time, and that the alarm did not occur shortly during battery change. Alarm was recurring during normal use. The customer's parent was advised that the insulin pump needed to be replaced. And was advised to discontinue use of the insulin pump and to revert to the backup plan as the act button was also unresponsive. Troubleshooting for motor error found that the drive support cap was normal and that the insulin pump was not exposed to magnetic field. Due to the unresponsive act button, rewind could not be performed. Troubleshooting for battery out limit was also performed as the insulin pump was alarming during the call but it could not be cleared due to the unresponsive button. Button error/keypad anomaly troubleshooting found that the leading event leading to the keypad issue was the insulin pump getting splashed at a pool. The time was not progressing when initially monitored for one minute, but progressed when the battery was changed and when it was observed for three minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. We were unable to confirm motor error alarm, battery out limit alarm, unexpected restart alarm or perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump had a high stop current due to moisture damage on the electronics. Moisture damage was found on the motor. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.